Event description:
It was reported that the speed was too high. A rotapro console kit was selected for use. During the procedure, it was noted that the speed was too high at 180,000rpm. There were no patient complications reported.